Event description:
It was reported that this pacemaker exhibited increased impedance measurements. The measurements were noted to remain within the normal limits. The device was tested in clinic with loss of capture observed while the patient was laying down. The device was then reprogrammed to a higher output. This device remains in service and will continue to be monitored. No adverse patient effects were reported.